Event description:
Multiple right atrial (ra) lead unipolar impedance warnings for low impedance. (Earliest on (B)(6) 2022). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref report: mw5168552.